Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.

Event description:
It was reported in a journal article from the revista brasileira de ortopedia (rbo) that during eval of the fixation of the tm shim in a pt who had undergone revision of tha, a pt was observed to have infection 3 months post operation, whereupon the well-fixed implant was removed. The article notes that at the time the implant was removed, no revision was conducted.